Event description:
It was reported that the right ventricular lead had dislodged three times. The lead was repositioned.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and using device data, a longevity calculation was performed and the battery was within the normal longevity estimates. Device function was normal when tested on the bench and using automated test equipment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.